Event description:
The facility reports two caregivers placed the resident in the lift chair with a sling. As they began to raise the lift, at approx one inch from the floor, the left shoulder strap of the sling broke. The resident landed on their bottom. There was no reported injury to the resident or the caregiver. An examination was not performed, and medical intervention was not required.